Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device (clip becoming entangled in anatomy) cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A xtw (lot: 40417r1035) was chosen for implantation. After the first grasp attempt, the posterior leaflet became stuck on the gripper. Troubleshooting was unable to release the leaflet, so further grasping was performed and the clip was deployed. The clip was stable on both leaflets. An additional clip was implanted reducing mr to trace. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.